Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the stent was damaged with the stent struts lifted. The undamaged distal section of the crimped stent od (outer diameter) was measured and is within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues on the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) to posterior descending artery (pda). Pre-dilation was performed with a non bsc balloon catheter. A 2.25 x 32 synergy¿ drug eluting stent (des) was then advanced, however resistance was felt and the device failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was placed. The synergy¿ des was re-advanced and the proximal edge of the stent was then found to be lifted. The device was removed and the procedure was completed another synergy stent of the same size. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex (lcx) to posterior descending artery (pda). Pre-dilation was performed with a non bsc balloon catheter. A 2.25 x 32 synergy drug eluting stent (des) was then advanced, however resistance was felt and the device failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was placed. The synergy des was re-advanced and the proximal edge of the stent was then found to be lifted. The device was removed and the procedure was completed another synergy stent of the same size. No patient complications were reported and the patient's status was stable.